Event description:
The regulator did not worked in code. Portable suction used while second setup was completed during code. Maintenance came to (room of code) and checked headwall suction. Found to be working properly. Maintenance said that pressures at the wall checked ok. Took regulator and tested it in room. Plugged in, and turned pressure knob to "on" and ran pressure up through entire range to "high" and back down. Passed operational check. Returned gauge to nurse manager.